Event description:
The user facility reported a 47-year-old female on impella cp for mechanical circulatory support. It was reported the doctor attempted to reposition the impella cp device. The impella cp device was pulled back to 3.5cm, and was tucked under a papillary muscle. The device pigtail would not come free, but straightened out under echo. Continuous suction alarms occurring at p-2 with flows of 0.5 l/min was also reported. Echo was brought to bedside to confirm positioning. Additionally, it was discussed that ECMO flows were only flowing at 2.1. Patient has been continually suctioning despite fluids and echo confirmation. The care team has decided to leave the pump at p2 and silence the alarm. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.